Event description:
Customer reported there are tears in the netting. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue: there is a 1 inch tear in the netting on window side b. Zipper slider body is open on panel side a access window zipper. Insert pin tape is frayed on the top rail zipper. Both the zipper slider and retaining box is missing on the left leg zipper on panel side c. Window side d has a 1 inch tear in the netting. Panel side d: the left leg zipper slider is missing. There is a 1/2" tear in the zipper tape on the right leg and both the zipper slider and retaining box is missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or opening when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).